Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 1 stopping all insulin deliveries. After the alarm, the customer successfully loaded a new cartridge onto the pump. The customer could not recall their blood glucose levels during this event. The customer stated that the cartridge did not appear to be damaged. The cartridge had been in use for 5 weeks, tandem technical support educated the customer on not reusing cartridges and to use cartridges per labeling instructions.